Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of a 3.00x28 mm xience sierra stent delivery system, air was seen entering the prep syringe and negative pressure could not be achieved. Upon inspection it was noted that the hub was cracked. The device was not used and there was no patient involvement. Another same size xience sierra sds was used successfully to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported hub crack and leak were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be in relation to operational context of the procedure as it is likely the device interacted with the prepping device causing the reported cracked hub and subsequent leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.